Event description:
Additional information was received: it was reported that a CT was done and it was decided to re-align the stent graft. A 42x42x150 valiant was successfully implanted.

Event description:
A valiant captivia thoracic stent grafts were implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The native thoracic aorta is 34 mm in diameter proximally and 32 - 34 mm distally. The sent grafts were successfully implanted with no endoleaks present. A repeat CT was done six days post index procedure and showed a type 3 endoleak around the junction between the 2 stent grafts. There were 6 or 7 cm of overlap between the stent grafts. The location of the junction was in the unsupported section in the taa. At the time of implant no ballooning was done. Both stent grafts were 40 mm diameter pieces and it is likely that this was the reason there was an endoleak and because the junction was never ballooned. The physician decided to not balloon or intervene at this time and to monitor the endoleak. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Failure to follow instructions (insufficient device oversizing). Conclusion: user error contributed to event (insufficient device oversizing).